Manufacturer narrative:
(B)(4). Batch # n5385g . The analysis results found that the tlc75 instrument was received in good visual condition and with a cartridge reload not loaded in the instrument. The cartridge reload was received fully fired and with the swing tab in the locked position. The instrument was tested for functionality with a cartridge reload and it fired, cut, and formed all the staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # ni.

Event description:
It was reported that during an open sigmoidectomy, the device could not be fired at the second firing on the colon. Then, a cartridge was reloaded into the same device and fired. However, the staples were not deployed at all. After that, the same device was fired two times without problems. There were no adverse consequences to the patient.